Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to 1st and 2nd stent wrap, with struts raised and stretched. A kink was visible along the hypotube; 12cm proximal to the distal tip. Deformation was evident to the distal tip, with tip appearing flared. The inner lumen patency was verified, though resistance was felt due to the hardened blood. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient came to the hospital with myocardial infarction. The physician was intending to use a resolute integrity drug eluting stent in a lesion in the patient's distal cx artery with moderate tortuosity and mild calcification and 96% lesion stenosis. No abnormalities were reported in the anatomy. No damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It was reported that the stent failed to cross the lesion due to the 96% lesion stenosis present. Post-procedure, the patient was under control the ICU, however has since been described as alive with no injury. It was reported that there was no adverse complication with the use of resolute integrity. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The product was replaced by a medtronic product (lot number 0008358298). Analysis of returned device found stent deformation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.